Manufacturer narrative:
Follow-up submitted to report additional information. Updated section b4 for report submission date and d4 for catalog number and unique identifier number . Updated d10 for device return date, g1-g2 for follow-up report submitter, g5 for PMA/510k number and g7 for report type and follow-up number. Updated h2 for follow-up type.

Manufacturer narrative:
Follow-up submitted to report device evaluation.

Manufacturer narrative:
Brand name-asku and model# asku. Information was requested from the customer but was not provided.

Event description:
Per complaint (B)(4), patient experienced lack of primary stability.